Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the pocket site. Surgical intervention took place wherein the patient had their entire scs system explanted in (B)(6). The exact date of the explant surgery is unknown. The patient was treated with antibiotics and the infection has cleared postoperatively.